Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that (B)(6) after the implant of this transvenous lead, the patient developed pneumothorax due to lung perforation. The perforation was suspected to have happened during initial venous access at the left sub-clavian vein. The patient received a chest tube to remedy the issue. No lead revision or other surgical intervention was needed. No additional adverse patient effects were reported.